Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the communication failure occurred. The technical support specialist (tss) dialed into station and decrypted the database and backed up to the d:/support directory. A full synchronization was initiated. Logs were deleted and space analysis was performed using recommended tools to free up storage. Deleted some logs by following knowledge article "device offline on rss - c drive full" and after clearing space, the station successfully completed the full synchronization and was restarted back to care fusion application, restoring normal communication. The system functioned as intended after the technical support specialist troubleshot the device.